Manufacturer narrative:
Investigation into this event determined that the customer re-uses sample ID numbers. The customer was aware of ocd technical bulletin pertaining to the re-use of sample ids, however, the vitros eci was not configured to auto-delete retained sample ID's. The root cause of this event is user error.

Event description:
The customer reported that results from a single pt sample processed on a vitros eci system were associated with the incorrect pt name and demographics. No erroneous results were reported. There were no reports of pt harm as a result of this event.